Event description:
After review of the films, a 7french destination sheath was placed to the bifurcation. An 8 x 29 mm genesis transhepatic biliary stent was attempted to place across the lesion, but it does not move, and during withdrawal through the guide, the stent dislodge from the balloon. After inserting a 6french sheath through the left side, multiple attempts were made to retrieve with a snare device, but the attempts failed. The stent was over a guidewire visualized in the right iliac. The pt was sent to the operating room for removal. The pt was alert, awake and oriented. The operating report indicated that the pt underwent successful removal of the displaced stent, followed by extensive endarterectomy with hemashield patch angioplasty, along with common femoral artery endarterectomy with patch angioplasty.

Manufacturer narrative:
The procedure report indicated that the pt was admitted for treatment of left leg claudication. A 5french sheath was placed in the right femoral artery. Abdominal angiogram was performed with an omniflush catheter placed above the renals. Under fluoroscopic guidance after abdominal aortograms, runoffs were performed. The abdominal angiogram showed mild aneurismal dilation of the distal aorta with well functioning stent in the left renal. The iliacs showed significant disease proximal left with plaquing in the right and 80% stenosis of the left. The prod was not returned for analysis add'l info will be submitted within 30 days.